Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right total hip arthroscopy was performed approximately 17 years ago. The patient subsequently developed a bump, and with further testing showed metallosis and elevated ions. A revision was performed and a pseudocapsule was identified as well as tissue damage, with black staining on the trunnion and taper. The head was explanted and replaced with no complications noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D2: the common device name and product code were populated with the best match based on review of similar devices. D4: it was reported that no additional information was available per the hospital/customer, therefore, no product identification is available. D10: unknown 56mmm magnum acetabular component, 38m i.d. Unknown. Unknown 38mm 3 chrome cobalt femoral head unknown. G4: device information has not been provided to identify the associated 510k. Proposed component code: mechanical (g04)- stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient was revised as symptomatic fluid collection and elevated metal ion levels consistent with metallosis were present. Intraoperatively, metal related pathology including pseudocapsule and trunnion/taper staining were confirmed. The initial metal head was explanted and new product exchange completed without any known complications. Original femoral and acetabular components were retained.